Event description:
It was reported this peripherally inserted central catheter (PICC) was placed 08/04/2000 for administration of antibiotics. Upon completion of the treatment on 08/15/2000, during a home care nurse's attempt to remove the PICC, it was noted the catheter had detached from the hub. The pt was transported to the hosp where fluoroscopic examination revealed the catheter had fractured and migrated to the right atrium. Percutaneous retrieval of the catheter was successful and without any pt complications. Another PICC was not placed as treatment was completed. The pt's condition is good. The user facility will not release this device for eval. Therefore, no failure analysis is available. Follow up with the hosp that removed the device revealed the catheter may have been cut during the removal attempt as the break point was smooth. Since it was indicated this device was accessed regularly and no difficulty was encountered accessing this device during its use. Co believes user technique during catheter removal may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate procedures which include: "do not use scissors to cut tape when removing catheter or changing dressing. Extreme care must be taken not to cut the catheter. Removal should be undertaken only by a trained professional."